Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in excellent condition with no visible contamination. The motor not running error was able to be duplicated during flow testing. The main pc board of the pump was found to be worn out. The root cause was attributed to normal wear of the device.